Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. One used sample was returned to argon from the customer for review. A visual inspection was performed on the returned product. The visual inspection established that the guidewire was broken. CAPA: ca-00040 has been initiated to address the broken guidewire issue, and the CAPA will identify the specific causes and corrective actions to be taken. As part of the CAPA process, a mdt/argon root cause investigation team was assembled. An evaluation of the internal records was performed, discussion was conducted with wire manufacturer and supplier engineering change orders were also reviewed for the last five years. There were no non-conformance found based on metallurgy and no engineering changes identified. A definite root cause was not identified for this failure mode and no immediate corrections were made due to absence of initial root cause identification. Several action items have been planned to be implemented to address this reported event. Tensile test will be implemented per test method, retraining program and certification program plan for polishing silver soldering will be put in place. If new information is available in future, a follow-up report will be submitted accordingly.

Event description:
Physician intended to use a micro introducer kit during treatment of patients great saphenous vein (gsv). The IFU (instruction for use) was followed during preparation, procedure, post-procedure. A guidewire was used for insertion of catheter. Tumescent infiltration was not utilized. Local anesthesia was used. Compression was not used. It is reported the 0.018 stainless steel access guidewire broke in half inside the patient leg upon access as the physician was removing it from the access site along w the blue dilator. Patient complained of pain. All pieces were accounted for. A replacement guidewire was used to complete procedure and vein is reported to have closed. No additional treatment required. No further patient injury reported.

Event description:
Physician intended to use a micro introducer kit during treatment of patients great saphenous vein (gsv). The IFU (instruction for use) was followed during preparation, procedure, post-procedure. A guidewire was used for insertion of catheter. Tumescent infiltration was not utilized. Local anesthesia was used. Compression was not used. It is reported the 0.018 stainless steel access guidewire broke in half inside the patient leg upon access as the physician was removing it from the access site along w the blue dilator. Patient complained of pain. All pieces were accounted for. A replacement guidewire was used to complete procedure and vein is reported to have closed. No additional treatment required. No further patient injury reported.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
Physician intended to use a micro introducer kit during treatment of patients great saphenous vein (gsv). The IFU (instruction for use) was followed during preparation, procedure, post-procedure. A guidewire was used for insertion of catheter. Tumescent infiltration was not utilized. Local anesthesia was used. Compression was not used. It is reported the 0.018 stainless steel access guidewire broke in half inside the patient leg upon access as the physician was removing it from the access site along w the blue dilator. Patient complained of pain. All pieces were accounted for. A replacement guidewire was used to complete procedure and vein is reported to have closed. No additional treatment required. No further patient injury reported.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.